Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii video system center displayed an intermittent black image. There were no reports of patient harm.